Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended, and could not replicate the reported issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported the site had done touch registration and it seemed inaccurate, but after draping it seemed inaccurate by 1 centimeter. It was noted the reference frame was well seated on the arm, and the arm didn¿t appear to have been moved. This issue occurred perioperatively and caused a less than one-hour surgical delay. There was no reported impact on patient outcome.